Manufacturer narrative:
(B)(4). According to available information, this lead was reprogrammed and remains in service. Should additional information become available, this event will be updated.

Event description:
Subsequently, a follow up visit was performed. Interrogation did not reveal any abnormal values. It was thought reprogramming had resolved the issue.

Event description:
Boston scientific received information that during a follow up visit, this device and left ventricular lead displayed high out of range impedance measurements that have been increased for the past four months. During the visit, lead measurements were within normal range, however when the patient raised their arms when standing, the out of range measurement was obtained. It was thought this lead may be fractured. In the ring electrode configuration, acceptable measurements were obtained. The polarity was reprogrammed to tip-rv and a follow up visit will be performed in the next few months. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.